Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient was assessed for altered mental status. A computed tomography (CT) scan of the head was completed the following day and revealed a subarachnoid hemorrhage of the right parietal region. No additional information was provided.

Manufacturer narrative:
The outcome was reported on medwatch MFR# 2916596-2018-00911. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient ultimately expired on 09 feb 2018 and the device was not explanted. Bleeding, stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.